Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during testing. A review of the event history log identified multiple downstream occlusion however the log cannot be used to distinguish true and false alarms. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The problem happened upon power up. There was no patient involvement. No additional information is available.